Event description:
It was reported that the user¿s ilet displayed alert 38 indicating consecutive stalled motor, which persisted after a restart, and the device will be replaced. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond device replacement and use of backup therapy. Investigation included verification of the alert and remote troubleshooting. Investigation of this case revealed a suspected pump motor stall consistent with a device mechanical malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction consistent with motor stall. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.